Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: the pump was unable to power up and was completely unresponsive; therefore, testing for the original complaint could not be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 51 mg/dl with severe dizziness, confusion, low body temperature and cognitive impairment associated with an inaccurate delivery issue. It was reported that the patient had a stent put in their heart two months ago. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with IV glucose and IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals matched the patient's programmed settings and were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. Also during troubleshooting, it was revealed that the basal delivery totals in the total daily dose did not match due to the pump being suspended and the basal edit screen and prime menu being accessed. Cts referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.